Event description:
It was reported that during the procedure, the fiber was used for the first time. After approximately one to two minutes of use, there was no longer any output from the fiber. It was noted there were no error messages received. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications. Analysis of the returned fiber identified a fiber break within the fiber connector. Analysis of the returned fiber identified a fiber break within the fiber connector.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection found the fiber was received in one piece for analysis. Microscopic inspection of the tip indicated it had degraded. The fiber connector found there was no light exiting the connector face. The fiber was functionally tested and found that there was no aiming beam. It is probable that the lack of aiming beam occurred due to a fracture within the connector. A fiber fracture within the connector can occur due to procedural handling and procedural conditions of the device during set-up and use. The connector fracture can result in an insufficient aiming beam or low laser energy output. The instructions for use (IFU) states to inspect the fiber for kinks, punctures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Based on analysis results, a conclusion code of cause traced to component failure was assigned which indicates an expected or random component failure without any design or manufacturing issue.